Event description:
The event is reported as: the complaint received via email from (B)(6). The customer alleges that the cuff of the endotracheal tube leaked after insertion. The endotracheal tube was removed and replaced with another et tube. No report of a patient injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product et tube, hvt, 7.0, lot number: 01h1200038 was manufactured on 08/15/2012. DHR investigation did not show issues related to complaint. A document review (fmea-product/process) was conducted and no changes required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.